Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that two sensors did not work. After removing the sensors, the electrodes were missing. Customer's blood glucose level was 75 mg/dl. The device was not returned.